Manufacturer narrative:
Additional information received that this event occured during routine testing and there was no patient involvement.

Manufacturer narrative:
Returned device was received in fair physical condition, however, the device had a damaged lens and a loose dso seal. Evidence of reported problem in event log was found. During the evaluation of the device, the initial complaint could not be determined. No fault was found with the system. The main pcb was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump kept clearing data. There were no adverse events reported.